Event description:
Paramedics attempted to administer external pacing using the device on a patient diagnosed in cardiac arrest. The operator reported that the device failed to pace the patient. The patient's outcome was not reported. No other patient details were reported.